Event description:
The customer reported via phone call that he was hospitalized due to high blood sugar levels and pump issues. Customer was in the intensive care unit and the call was lost during a transfer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.